Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The issue was due to a corroded and burnt printed-circuit board. Also found was a foreign substance on the pins of the video connector which caused a poor connection, and the bottom and front panel chassis were corroded on the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the camera was not recognized when plugged into the visera elite video system. No patient harm reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to the burnt printed circuit board which affected the image output. In addition, the power line was short-circuited and burnt due to the liquid flooded inside the product. Regarding the scope not being recognized, the probable cause was due to dust and contamination found inside the video connectors, which resulted in poor connectivity and poor contacts at the electric junctions, thus making it impossible to detect the endoscope.